Manufacturer narrative:
The analyzer serial number is (B)(6) . Field e1 initial reporter facility name: (B)(6) hospital . The customer's qc results were ok. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for 1 patient on a cobas e 801 analytical unit. The initial result was 788 u/ml. The result was reported outside of the laboratory. On (B)(6) 2024 a new sample was tested and the result was 14.80 u/ml. Considering that the ca 19-9 results decreased significantly over a 5-day period, and that the patient's tests during the hospital stay found no other abnormalities, the doctors questioned the results from (B)(6) 2024. The sample from (B)(6) 2024 was retested and the results were 15.90 u/ml and 16.20 u/ml.

Manufacturer narrative:
The results that were initially reported came from 3 different samples instead of 2 samples. It was initially reported that "the sample from 20-mar-2024 was retested and the results were 15.90 u/ml and 16.20 u/ml." However, the result of 16.20 u/ml was obtained from another sample taken from the patient on 20-mar-2024. The customer's calibration was well within expectations. The investigation found that sample 1 had a suspended filament/fibrine clot, indicating compromised sample quality. Due to the limited information provided, no clear root cause for the issue was found. The available information suggests that the issue is consistent with a preanalytical handling issue since a foreign body was observed in sample 1. A general reagent problem was not observed, because the qc prior to the event was within ranges.